Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The video slice (vsl1) was returned for failure analysis, and the reported complaint was confirmed and replicated. System log revealed errors 92 and 98 which confirmed as happening in the field. A visual inspection observed large amount of dust particulate across the board and in the heat sinks which could be related to the reported event. Vsl was installed on golden system and was able to be programmed, power cycled ten times and idled for 20 minutes without error. Video output was clear, sharp, and color accurate. The complaint was confirmed based on failure analysis. The probable root cause is attributed to a build-up of dust particles on the vbl. This issue can be resolved by having the fse replace the vsl.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the system experienced a shutdown during a case, and error 95 was reported. The technical support engineer (tse) reviewed the logs and confirmed the presence of error 92 on video slice (vsl)1. The user confirmed that the filters were cleaned and there was no ventilation block in front of the vision side cart (vsc). The user continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter stated that the system shutdown after the procedure was robotically completed.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video slice (vsl1) due to overheating. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the vsl1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.